Event description:
Patient reported an e8 power interrupt error appeared, and she was unable to clear the error by pressing the buttons on the infusion device. Her blood glucose elevated to 320 mg/dl, and she switched to her backup infusion device and delivered a correction. She did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Product was received for evaluation on (B)(4) 2013. The complaint cannot be verified due to mishandling of the product. The soft component of the up and down button is damaged due to handling with sharp objects. The buttons shouldn't be actuated by using hard or sharp objects. Liquid entered due to the damaged soft components, and always active button(s) is the result.